Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per getinge standard operating procedure since the iabp was manufactured more than a year before the date of event. The getinge fse that encounter the issue replaced the front end board, calibrated the iabp to factory specifications and performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service. (B)(6).

Event description:
It was reported that upon completion of a preventive maintenance (pm) performed by a getinge field service engineer (fse), the fse disconnected the system trainer; however, the customer's ECG cable would not seat properly in the ECG connector of the cardiosave intra-aortic balloon pump (iabp). The fse found the ECG connector to be broken inside. There was no patient involvement, and there was no adverse event reported.